Event description:
The patient was implanted with a siltex contour profile spectrum post-operatively adjustable mammary prosthesis on 2/1/99. Subsequently, the patient experienced an infection. The device was removed on 4/3/99.